Manufacturer narrative:
Section d references the main component of the device system; other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: 2010 (B)(6) explanted: product type catheter medtronic, inc. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 653.3 mcg/day for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported on 2016 (B)(6) that the patient went to the operating room on 2016 (B)(6) for a routine pump replacement due to normal elective replacement indicator. When the pump pocket was opened, the surgeon noted fluid in the pocket. Upon inspection, he noted a pinhole in the body of the catheter. He removed that damaged portion of the catheter and also replaced the sutureless connector. The patient did report that she had experienced some waning efficacy in the months prior to replacement. The patient¿s medical history included primary lateral sclerosis (pls).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.